Event description:
The patient underwent a sling procedure with epidural anesthesia in 2005. At six weeks post operative, the patient presented walking with crutches and severe leg pain. The date of onset is unknown. The patient was referred to a specialist. The specilist diagnosed the patient with complex regional pain syndrome in the left leg.